Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. B3: estimated date. Attachment: article title: "safety and effectiveness of percutaneous axillary artery access for complex aortic interventions".

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Article title: "safety and effectiveness of percutaneous axillary artery access for complex aortic interventions". Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The location of the devices is unknown. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The proglides referenced in the article are filed under a separate medwatch report.

Event description:
It was reported through an article that there were prostar xl devices that had failure to achieve hemostasis requiring covered stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "safety and effectiveness of percutaneous axillary artery access for complex aortic interventions".